Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the 6.0x150mm absolute pro ll self expanding stent system (sess) was advanced to the target lesion however during deployment the thumbwheel stuck after deploying the stent 1cm. The handle was opened and the stent was manually deployed. Another same size absolute pro ll was advanced however the same problem occurred. The stent failed to completely deploy, therefore the sess was removed; however the stent deployed not in the target lesion. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that the device was bent and/or kinked in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the device was removed; however the stent deployed from the system in the target lesion. A non-abbott stent was used to complete the procedure. The reported issues caused a delay in the procedure based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was received. It was reported the procedure was to treat a lesion in the left superficial femoral artery. The 6.0x150mm absolute pro ll self expanding stent system (sess) was advanced to the target lesion however during deployment the thumbwheel stuck after deploying the stent 1cm. The handle was opened and the stent was manually deployed. Another same size absolute pro ll was advanced however the same problem occurred. The stent failed to completely deploy, therefore the sess was removed; however the stent deployed from the system in the target lesion. A non-abbott stent was used to complete the procedure. The reported issues caused a delay in the procedure. No additional information was provided.